Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history records) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low reading issue with the adc freestyle libre 2 sensor. The caregiver reported unspecified lower scan values with sensor worn by his daughter, from (B)(6) 2021 to the evening of (B)(6) 2021. The customer began to experience nausea and was provided carbohydrates by the caregiver. The caregiver reported the sensor values remained the same; however, ketones were measured as "very high". The customer was taken to the hospital where a laboratory blood glucose result of "55-60 mmol/l" was obtained, whereas sensor scan was 6.5 mmol/l. The comparison when plotted on a parkes error grid is "out of range," showing the difference in values to be clinically significant. The customer was diagnosed with diabetic ketoacidosis, and administered glucosepane and 10 units novorapid insulin. Approximately 1 hour later, a sensor scan of 'hi' (> 27.8 mmol/l) and a healthcare meter result of "out of range" (> 33.4 mmol/l) were obtained. An additional 10.5 units of insulin was administered and the sensor removed. When a scan result of 26.6 mmol/l from new sensor and a healthcare meter result of 26.2 mmol/l were obtained, the customer was released from hospital. There was no report of death or permanent injury associated with this event.

Event description:
A caregiver reported a low reading issue with the adc freestyle libre 2 sensor. The caregiver reported unspecified lower scan values with sensor worn by his daughter, from (B)(6) 2021 to the evening of (B)(6) 2021. The customer began to experience nausea and was provided carbohydrates by the caregiver. The caregiver reported the sensor values remained the same; however, ketones were measured as "very high". The customer was taken to the hospital where a laboratory blood glucose result of "55-60 mmol/l" was obtained, whereas sensor scan was 6.5 mmol/l. The comparison when plotted on a parkes error grid is "out of range," showing the difference in values to be clinically significant. The customer was diagnosed with diabetic ketoacidosis, and administered glucosepane and 10 units novorapid insulin. Approximately 1 hour later, a sensor scan of 'hi' (> 27.8 mmol/l) and a healthcare meter result of "out of range" (> 33.4 mmol/l) were obtained. An additional 10.5 units of insulin was administered and the sensor removed. When a scan result of 26.6 mmol/l from new sensor and a healthcare meter result of 26.2 mmol/l were obtained, the customer was released from hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.